Event description:
It was stated that the customer passed away. It was stated that the customer was wearing the insulin pump at the time of death but the cause of death was unknown. The customers mother was contacted and she confirmed that the customer passed away due to diabetes complications and was wearing the insulin pump at the time of death. A request has been made to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.